Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The following information was reported by the customer's attorney: on (B)(6) 2009, customer passed away allegedly as a result of blood sugar problems and/or irregularities and she had been hospitalized for several days prior to her death.